Event description:
The patient alleges pain and redness at the ipg site. Reportedly, the patient has a history of staphylococcus infections. Follow-up identified surgical intervention was undertaken on (B)(6) 2015 at which time the entire scs system was explanted as a precaution. An infection has not been confirmed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.